Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: four (04) actual devices were received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to no flow. A functional testing, pressure testing and clear passage testing under water were performed; the devices were found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of one-link microbore catheter extension sets did not allow fluids to pass as if they were partially occluded. This was observed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: this event was observed between (B)(6) 2025 - (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.